Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to release for distribution. No other complaint has been reported for this lot number. As part of all complaint investigations, an attempt was made to evaluated the subject device as well as the device usage. In this particular case, no sample and no images have been provided. Therefore, the alleged failure could not be re-produced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A premature stent deployment may be associated with improper handing of the device. The use of a short introducer sheath for a crossover procedure, as reported in this case, may be another contributing factor to the increased friction in the distal section of the system. However, on the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined.

Event description:
It was reported that during a vascular stenting procedure in the sfa following a laser atherectomy, the vascular stent started to prematurely deploy, while advancing the delivery system to the lesion site. Therefore, the delivery system was removed over the guide and another stent was used to complete the procedure successfully. No patient injury was reported.